Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the cables broke, resulting in movement impairment, so the instrument was replaced with one of the same kind. The procedure was completed with no reported injury.